Manufacturer narrative:
Continuation of d10: product ID 97755-s, lot# serial# unknown ,product type recharger ,product ID 97745nt, lot# serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) reports she's hurting as she cannot charge and use equipment. Pt states hurting from neck to shoulder all the way down to fingers like an electrical shock 3 weeks ago. Agent directed to hcp. Pt reports ever since 22 of feb been calling back and fourth since lost equipment. Pt states she got something today but says to return as this is non functionable. Agent reviewed that is the dummy remote that holds lithium battery. Pt states she has not been sent anything else. Agent sent request to repair for rtm, belt and ac power and consulted with sunmed who states its coming tomorrow. Patient was transferred from sunmed and stated previous documented information. Patient received the battery pack and was attempting to use the dummy controller. Patient was confused as to why the controller wasn't functioning since it wouldn't find their device. Patient stated several times that they were in so much pain. Agent reviewed information. Pt called back stating already documented event about getting a new controller and equipment. Today the y got the new controller and when they plugged it into the wall to charge they got software problem 1.intellis 2.3.6 3.243 4.qf_port. Pt was frustrated and in pain; pt noted they would have like to be sent a manufacturing representative to do this. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. Pt then had to set up the controller but could not finish the set up process since they got battery low recharge the controller soon. Pt was advised to charge controller and then call back if they needed assistance setting up the controller. Pt noted they had been in pain since the 26 of feb.